Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from a clinical study that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received five shocks while riding a bike. Interrogation of the s-ICD revealed that the shocks were inappropriate as a result of oversensing. The patient had developed rate dependent right bundle branch block and the changes in morphology resulted in the oversensing. The patient was hospitalized for additional testing. Trendmill testing revealed t-wave oversensing in all vectors; however, a 2x gain in the primary vector provided the best sensing. The s-ICD was reprogrammed to a 2x gain in the primary vector with a rate increase in the shock zone. The patient was discharged the next day. No additional adverse patient effects were reported outside of the inappropriate shocks. The s-ICD remains implanted and in service.